Event description:
The user reported the monitor battery was completely dead. No other details regarding the nature of this event were provided. There were no reported adverse consequences to a pt as a result of this event.